Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Device analysis results: analysis of the returned device identified crease/fold, wear abrasion, and deformation. A weight test was performed and the device was found to be within specification. The device was observed to be cloudy in the gel after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.